Manufacturer narrative:
D4 - lot number corrected the reported event could be confirmed, since provided x-ray images show a broken nail. The device inspection revealed the following: the received nail is completely broken in the webs of the most distal of the proximal drill holes for the locking screws. Due to the nature of the returned device, a functional inspection was not possible. Dimensional inspection [with exception of the damaged areas] revealed the nail dimensions to be as defined per drawing. We received x-ray images which were forwarded to a medical expert for a statement [excerpts]: ¿the nail is so long that it comes into contact with the inserted hip tep. There is a fracture dehiscence of at least 2-3mm. Due to the static locking and the contact with the tep, no dynamization was possible and a consequent implant failure occurred at the weakest point of the nail.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by ¿kissing implants¿, which was confirmed by a medical expert. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As a collateral finding the label copy sheet revealed that the implant was manufactured in 2013 and thus, an implant was used where the shelf life [2018-06] was already exceeded for a longer time at the time of implantation [march 2021]. It could not be excluded that this is a contributing factor as well. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The following was reported: nail fracture in the proximal area of the screw connection.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
The following was reported: nail fracture in the proximal area of the screw connection.